Manufacturer narrative:
(B)(4). Batch #: t5dn64. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was fired on thicker tissue than indicated or fired through a locked reload in previous firings, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon went to fire the device and it locked out. It is unknown how the surgeon got the device opened. A second like device was used to complete the procedure with no patient consequences reported.